Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast reconstruction with a 350cc ce med height tissue expander on the right breast. Post-operatively, the patient suffered breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024.

Manufacturer narrative:
On june 10, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the ce med height te 350cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear (a) on the anterior view, between the union of the shell and bladder, and a second tear (b) in the base of the tissue expander, both measuring approximately 0.1 cm. In addition, no other leak sites were detected during the analysis. Microscopic examination was performed and the cause of tear a could not be identified. Additionally, parallel striations were found in the whole area of the tear b. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Based on the information currently available, microscopic examination of the tear (b) indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the collected process and data records for the deflated tissue expander meet specifications. The tear (a) mentioned in the product complaint cannot be conclusively confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On april 24, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.